Manufacturer narrative:
Insulin pump passed the displacement test but prime/fill anomaly during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to prime/fill anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept on asking them to rewind. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported they were stuck in rewind complete or bolus delivery loop. The customer did not try to deliver a bolus while in the rewind or fill tubing process after sending blood glucose to insulin pump via meter. The customer was able to esc to the status screen. The insulin pump did not exit the rewind complete or bolus delivery loop and complete the fill tubing process successfully. The device will be returned for analysis.